Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 457 - 600 mg/dl. Troubleshooting found that the b button is hard to press and has to be pressed multiple times before it works. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump was programmed with a manual bolus and a wizard bolus and was monitored. The boluses were delivered and recorded properly in the bolus history screen. No bolus anomaly was noted. All the buttons functioned properly. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no damage was found on the keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.